Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. The event can be detected/prevented by following the instructions for use which state: when using a syringe to inject liquid through the biopsy valve, detach the valve¿s cap from the main body. Then insert the syringe into the valve. Otherwise, the biopsy valve could be damaged, and the syringe could be detached from the valve. Also, patient fluids and/or debris may leak or spray from the biopsy valve, and it may cause an infection control risk. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the colonovideoscope exhibited the biopsy channel was obstructed by a syringe tip. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.